Event description:
It was reported the dfr00v 19.0 diopter intraocular lens (iol) was implanted into the patient's operative eye. The iol was explanted in a secondary surgical procedure due to complaints of diopter miss and replaced with a dfr00v 19.5 lens. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown/asked but unavailable. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2022 and (B)(6) 2023. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.